Manufacturer narrative:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 air in line alarm was verified during testing and isolated to air detector being in operable. This was replaced. Physical appearance of device was good. Action was taken to replace the air detector.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 air alarmed " air in line alarm." No patient involvement as event occurred during testing.